Event description:
During a remote follow-up, myopotential oversensing episodes that resulted in pacing inhibition were observed on the right ventricular channel of the device. Technical services was contacted and provided reprogramming recommendations and suggested isometric testing. No intervention has been completed. The patient is stable with no consequences.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.